Event description:
During preventive maintenance service, the manufacturer's service technician reported the device oxygen solenoid valve was replaced due to a oxygen concentration level measured above 21% when set to 21% concentration. Elevation of the oxygen source can result in hypoventilation to a specific patient if the reported type of event occurs during normal ventilation operation use. Applicable final testing was completed and passed to operating specifications.

Manufacturer narrative:
Results: oxygen solenoid valve.